Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During the evaluation of this pump, it was found to alarm for system error 322. Physical inspection found that the upper and lower latch switch bracket screws were loose allowing the upper and lower latch switch to move in and out from the upper and lower door latch. The loose screws will trigger an intermittent open/closed switch connection causing found symptom. The upper and lower auxiliary were replaced.

Event description:
During baxter's evaluation of this spectrum pump, it was found to alarm for system error 322.